Event description:
Discordant, falsely elevated troponin results were obtained on three patient samples on an advia centaur cp instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were rerun on an alternate instrument and resulted lower. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the dispensing stream from the reagent probe was slightly angled. The fse replaced the reagent probe and then ran quality controls and a troponin test run, all of which were within range. Several parts, including the sample and reagent syringe, the incubation ring index pin, and peristaltic pump tubing were also replaced as part of troubleshooting. The cause of the discordant, falsely elevated troponin results was a malfunction of the reagent probe. The instrument is performing according to specifications. No further evaluation of this device is required.